Event description:
Patient reported that back to back tests performed on the ss meter were 182 and 127 mg/dl (36% difference). Patient did not use separate finger sticks. No symptoms were reported. Patient did not have supplies needed to do control test. Lfs sep reviewed back to back testing, meter/lab comparisons and qc procedures. The meter was replaced. There was no allegation of harm.